Event description:
Revision surgery - due to the patient having a failed rotator cuff that required a revision.

Manufacturer narrative:
The reason for this revision surgery was the patient had a failed rotator cuff. The length of in vivo service was 7.4 months. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part number; summary of investigations: (B)(4) for infection, (B)(4) for trauma, (B)(4) for looseness and stability. This is the first complaint against this lot number. The root cause for the failed rotator cuff was not reported. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.